Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc did not bootup automatically. The device was outside of clinical use at the timme of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc has to be manually turned on. The system logfiles were checked. Troubleshooting found that the cmos battery was in bad condition, resulting in the reported issue. To resolve the reported issue, the fse replaced the cmos battery in the flexvision pc, and performed the functional test. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.